Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator went into backup operation during firmware upgrade; due to wand moving out of place. The patient experienced pocket stimulation. The pulse generator was restored successfully. No further attempts were made to upgrade the firmware. The patient was fine and will continue to be monitored.